Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that it was suspected premature battery depletion was noted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited a power on reset. It was noted that the ipg displays an error screen when running sensing or threshold tests and proceeds to clear data and reinterrogate. The battery longevity bar was also grayed out and battery voltage measurements was unavailable due to the reset. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive. Hybrid analysis confirmed the reported power on reset from (B)(6) 2019. The hybrid functioned nominally and there was no new power on reset's after monitoring at 60c for 22 hours. If information is provided in the future, a supplemental report will be issued.